Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred during an unspecified surgical procedure. There was patient involvement reported. Upon further review of this complaint, it was determined that the date of event was inadvertently documented as (B)(6) 2016. The exact date of this event was unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the surgeons that the attachment device had some minor chattering and was heating up. It was further reported that the proximal inner collar was loose on the device. According to the reporter, the surgeons had made a decision to replace the device. It was reported that the event had no relation to surgery. There were no delays to a surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device heating up and chattering could not be confirmed. However, the reported condition of the proximal inner collar being loose was confirmed. During evaluation, it was determined that the device failed the visual assessment due to missing back end sub assembly spiral pins. It was further determined that the device failed the lock operation because the device would not lock onto the xmax motor housing. It was further observed that the spiral pin holes on the interior of the back end sub assembly and the exterior spiral pin holes on the back end sub assembly bushing were damaged. It was determined that these issues were due to excessive force being applied to the device while trying to secure the attachment device to the motor device which caused the spiral pins to break and the bushing to come loose. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.